Event description:
Hamilton medical ag received the following event description: the device alarms with tf 5507. After replacing the mixer valves, the ventilator continued to alarm with the tf5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that the device alarmed with tf5507. Hamilton medical ag received the logfiles of the device for analysis. The event date was reported as (B)(6) 2025. However, review of the device log files indicates that technical fault tf5507 was recorded on (B)(6) 2025. It is important to emphasize that no patient was involved at the time the alarm occurred. A replacement sensor board was provided to the customer to address the reported issue. According to the partner, based on the available information, the issue appears to be resolved. Furthermore, no additional complaints related to this device have been registered. Hamilton medical ag considers this case closed.